Manufacturer narrative:
The patient received bilateral implants in (B)(6) 2011. The patient developed malocclusion and pain after being reconstructed with another manufacturer's implants on the contralateral side in 2013 (MFR 2031049-2019-00046). The surgeon removed the current devices and placed revision tmj implants on both sides. Multiple MDR reports regarding the left tmj fossa and mandibular removal were submitted for this event ( see MDR 2031049-2020-00028).

Event description:
The patient's left tmj devices were removed due to malocclusion and pain.